Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. There are (B)(4) units in our stock that have been requested for analysis. We have not received any sample from the customer. We have tested the knot pull tensile strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.13 kgf in average and 1.10 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.17 kgf in average and 1.13 kgf in minimum and fulfilled ep requirements. Remarks: when working with silkam suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990089. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the thread breaks when knotting. The reporter indicated that when knotting the suture, the thread breaks. Additional information has been requested.